Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported that the dermatome is tearing up tissue. No patient injury has been reported. The device is expected to be returned for evaluation. Additional information has been requested.